Event description:
A patient reported to customer service to report the island dressings is tearing her skin to the point of it bleeding. Cannot use anymore, requested tegaderm dressing. Allergic to the island dressing. The patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).